Event description:
Information received indicates the casters are not holding when in brake.

Manufacturer narrative:
The technician isolated the issue to the brake detent. He replaced the brake detent to repair the bed.